Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 16 x 6, 80cm maxi ld large diameter balloon dilatation catheter ruptured when it was inflated. There was no reported patient injury. The customer reported that they think the balloon got caught on the end of the stent strut. The balloon was being used to inflate a new venous stent. There was possible involvement with another stent coming from the other side that possibly caused the rupture. The device will be returned for evaluation.